Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing set ballooned at the silicone segment after priming and before use which caused a delay. There was no patient involvement.

Event description:
It was reported that the IV tubing set ballooned at the silicone pumping segment before use and caused a delay in patient care. There was no patient involvement associated with this event.

Manufacturer narrative:
Correction: g.3.

Manufacturer narrative:
Additional information added; d.11. Correction; h.6. (Patient code). The report of ballooning in the silicone segment was confirmed by visual inspection of the as-received sample. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components. The balloon was located proximal to the upper fitment. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the IV tubing set ballooned at the silicone pumping segment before use and caused a delay in patient care. There was no patient involvement associated with this event.